Event description:
It was reported via email by an affiliate that in 1/2002 "pt operated (laparoscopy) for adhesiotomy using ultracision devices and administering intergel." In 2002 "the pt was operated again for reoccurrence of bowel occlusion using laparoscopy converted to laparotomy. 'Sierohematic' liquid in the pelvic pouch. Ileum full of liquid. Resection of cysts in the ovarium dx 'adhesiotomy'. Introuction in peritoneum of intergel." A subsequent email from the affiliate clarified that, upon re-operation, a "conglomeration of last ileum loops" was noted. In addition, "during exploration of the 'tenue', at the level of the ileum medium", enteric liquid loss was found. This lesion was repaired and fluid was drained.